Event description:
It was reported that the device displays that the door is open, although it was checked several times that it is correctly closed. There was no harm or adverse event for patient, operator or third party reported. No further information received.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The reported event was confirmed. The service evaluation revealed an incorrect door adjustment. The most likely cause for the reported failure can be attributed to wear and tear.